Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: not applicable, the information provided reasonably suggests the lens was inserted and removed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the pcb00 intraocular lens (iol) was cracked with torn haptic when inserting into the eye. There was patient contact, but no injury occurred. The physician performed an incision enlargement and a suture was used. There was no patient anatomy issue. No additional information provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 04/26/2018. Device returned to manufacturer? Yes. Device evaluation: the complaint unit was received in its original folding carton. The plunger was observed in a fully advanced position and locked. The cartridge was correctly engaged into the device. No assembly error and/or defect related to manufacturing process was observed. Visual inspection under microscope magnification was performed. The pushrod of the delivery system was exposed out of the cartridge tip. Lack of lubricant material was observed in the device. The lens was received out of the device and inside a little plastic bag. The lens was cut in pieces. The condition in which the returned product was received is consistent with a product that was previously handled and prepared for a surgical process. Based on the analysis there is no indication of product quality deficiency. The customer's reported issue of a cracked lens was not confirmed. However, the lens was received cut in pieces. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.